Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the receiver was not working properly. They patient¿s caregiver stated the patient was not receiving readings on the continuous glucose monitor (cgm) (value was not provided) and the patient was hospitalized for a bg of 29 mg/dl. He saw his endocrinologist who recommended the patient request a replacement sensor, transmitter and receiver. No further event details were provided. At the time of contact, the patient was at home and alert. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.